Event description:
It was reported that when the surgeon was drilling the pt acetabuli to lock a cup by using the reported device, it broke into the drill guide. It was removed immediately.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.